Manufacturer narrative:
Additional information: g4, g7, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. Further information regarding how the issue was resolved in the field was requested with no reply. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported incident could not be determined.

Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the procedure, when "start" was selected on the system, a loud beeping noise occurred and the system froze. The system was restarted several times but the issue persisted. The procedure was aborted due to the reported issue.